Manufacturer narrative:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit having gas loss in iab circuit error. Getinge field service engineer (fse) checking machine can boot up properly and run operation simulation for 45minute and no alarm. Fse perform regulator calibration and setting result. Perform machine functional checking, all manifold tests passed and compressor test passed. Fse run machine operation simulation test for 2.5hours and machine without any alarm. Ready for use. Returned the unit to the customer. No patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has gas loss in iab circuit error. No one was harmed.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.